Event description:
It was reported that during use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m the tube underfilled. There was no report of any impact to patient. The following information was provided by the initial reporter, translated from german to english: we had a case on the ips this week where there was a long delay in the transmission of the results because the tube was not filled sufficiently. According to the nurse, the patient was arterially pricked and it had gone very well and the tube was full. After the pneumatic tube transport, we received the tube with too little blood. The reason/cause is not comprehensible to us. The tube has an expiry date of august 2023.

Manufacturer narrative:
H.6. Investigation summary: "bd received 6 samples and 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was observed. The 6 customer returned samples and 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode underfill. Although the photograph provided by the customer does indicate a lack of draw, there is no evidence that the device was the cause of this defect. Therefore, bd was not able to identify a root cause for the indicated failure mode." The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-06-06. H.1 annex b code : b01.

Event description:
It was reported that during use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m the tube underfilled. There was no report of any impact to patient. The following information was provided by the initial reporter, translated from german to english: we had a case on the ips this week where there was a long delay in the transmission of the results because the tube was not filled sufficiently. According to the nurse, the patient was arterially pricked and it had gone very well and the tube was full. After the pneumatic tube transport, we received the tube with too little blood. The reason/cause is not comprehensible to us. The tube has an expiry date of august 2023.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode underfill. Although the photograph provided by the customer does indicate a lack of draw, there is no evidence that the device was the cause of this defect. Therefore, bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m the tube underfilled. There was no report of any impact to patient. The following information was provided by the initial reporter, translated from german to english: we had a case on the ips this week where there was a long delay in the transmission of the results because the tube was not filled sufficiently. According to the nurse, the patient was arterially pricked and it had gone very well and the tube was full. After the pneumatic tube transport, we received the tube with too little blood. The reason/cause is not comprehensible to us. The tube has an expiry date of august 2023.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.